Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was likely due to over-torqueing, possibly as a result of improper bone preparation.

Event description:
It was reported that patient underwent a pelvis and acetabulum fracture procedure on (B)(6) 2015. During the procedure, while the surgeon was screwing in a cancellous screw, the head of the screw fractured. The fractured head and remaining portion of the screw were removed from the patient. A new hole was drilled and another screw was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 4 states, "intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.